Manufacturer narrative:
Rapid port ez strain relief. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "break between the joining of the tube with the reservoir was observed. Not in the joint of the tube and the band, but in the joint of the tube of the reservoir with the reservoir itself." Patient "has no sensation of the band. Never manages to get the correct adjustment. Finally a test of the system is done but there is a leak in the puncture system."

Manufacturer narrative:
Strain relief. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. It was noted only the rapidport ez with strain relief was received. Yellow particles were noted on the inner surface of the strain relief. The band tubing was noted to be separated past the port tubing ss connector. A port leak test was performed and no leakage was observed. An air leak test was not feasible as the band was not returned. A fill inspection test was performed and no blockage was noted. Under microscopic analysis needle marks were noted on the port septum and port septum ring. Non-penetrating nicks were observed on the strain relief. The end of the band tubing was noted to have striated edges consistent with a surgical end cut to remove the device.